Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic left heart catheterization procedure using a 6f sheath. Reportedly, when pushing in the plunger, there was resistance. The plunger was stuck and removed with force. The needles did not connect with the cuffs. The prostyle was stuck in the patient. The device was managed to be removed with resistance. Tissue damage was noted with bleeding more than pulsatile. Prolonged manual compression and a femostop gold were used to achieve hemostasis. There was a clinically significant delay in the procedure. Two days post-procedure, the patient developed a pseudoaneurysm caused by damage during use of the proglide device. The pseudoaneurysm was treated surgically. Hospitalization was prolonged. User facility medwatch report was received that states "needle driver of device jammed and could not be released. The device would not release and became stuck in the artery. Subsequent hematoma, open pseudoaneurysm repair." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of hemorrhage, pseudoaneurysm, and tissue damage are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. The cause of the reported difficulties cannot be determined. There is insufficient information and numerous factors for the listed failure modes. The subsequent treatments appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic left heart catheterization procedure using a 6f sheath. Reportedly, when pushing in the plunger, there was resistance. The plunger was stuck and removed with force. The needles did not connect with the cuffs. The prostyle was stuck in the patient. The device was managed to be removed with resistance. Tissue damage was noted with bleeding more than pulsatile. Prolonged manual compression and a femostop gold were used to achieve hemostasis. There was a clinically significant delay in the procedure. Two days post-procedure, the patient developed a pseudoaneurysm caused by damage during use of the proglide device. The pseudoaneurysm was treated surgically. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Nasubsequent to filing the previous report, it was noted the following fields had not been updated: e4 - initial report sent to FDA updated to yes. G2 - report source updated to include user facility.